Manufacturer narrative:
Updated fields : b4, g3, g6, h2, h3, h6 (health effect ¿ clinical code , medical device ¿ problem code, type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) inspected the unit and found blood contamination within the pim, the pim cable assembly, and the fill manifold assembly. Replacement parts were ordered, and a return visit was required to complete the repair. During service, the contaminated pim and helium reservoir assembly were replaced, the 30 psi transducers, helium transducer, and helium regulator were calibrated, and the top lcd display was replaced due to a vertical line. The issue was resolved, and all operational and safety checks were performed per factory specifications. This event is related to balloon complaint (B)(4).

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (investigation findings).

Manufacturer narrative:
Due to character limitation at e1, event site full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had blood ingress to iabp. No harm or injury reported.